Event description:
It was reported that the device had an error code 41622. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of error code 41622. This device has not been in for service in the review period. Review of event log found multiple system fault alarms 41622 occurred. The reported problem was duplicated. The hub gear was loose. The cause was from assembly error. Re-positioned the hub gear and with a new screw tighten back. Performed standard preventative maintenance to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs. .